Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B) (6) 2010. Prior to the first cut, the motor drive unit would not turn the blade. The handpiece was unplugged and replugged several times. The surgeon did not have another motor drive unit to use, so the procedure was completed by cutting the uterus with scissors and removing the pieces laparoscopically. Surgery time was increased by one and a half hours and one port was enlarged for trocar placement and removal of uterine tissue from size 12 to size 15. On the fourth post-operative day, the surgeon reported that the patient was going well.

Manufacturer narrative:
(B) (4). (B) (4) - insufficient drive of disposable. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.